Manufacturer narrative:
Intuitive surgical, inc. (Isi) received 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage to the yaw pulley, next to the damage the conductor wire.

Event description:
It was reported that during central processing procedure, the 8mm fenestrated bipolar forceps instrument was found to have a damaged tan colored insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a crack in the tan plastic, but no missing fragments, thermal damage, or cable damage. It was not used on a patient. No images or videos are available, and the instrument is being returned to intuitive for evaluation.